Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the hospital. For a scheduled implant procedure on (B)(6) 2024. Postoperative check revealed, that the right atrial (ra) lead exhibited loss of capture. And an x-ray was performed and revealed, a dislodgement. During the replacement procedure, the ra lead and the set screw on header of the pacemaker had failed to be disconnected. Both ra lead and pacemaker were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to disconnect the lead was confirmed. Analysis revealed the a-setscrew had been stripped by the physician. Due to the setscrew inset being stripped the setscrew could not be untightened during the procedure. For lab testing the setscrew inset could be engaged with special tools and the setscrew could be untightened with normal force. The stuck lead could then be normally removed from the connector once the setscrew was removed. The stripping of the setscrew was done by the user of the torque wrench performing the procedure. This is a user related anomaly.